Event description:
Voluntary MDR initiated by skytron.

Manufacturer narrative:
Skytron has received an initial report from our distributor in (B)(4) who has reported an incident at (B)(6) med ctr. The facility has stated that a skytron 6701 table tipped with a pt on the table. No injury to the pt per the facility. We will conduct a thorough investigation and report our findings to the FDA when available.